Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the photo, observed needle pierced through catheter on a used product where blood is observed in the catheter and needle hub. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Per verbatim, it mentioned that the product was slightly removed and reinserted, hence needle pierced through catheter could have happen during product application when the product was manipulated. Current control, there is in-process inspection in place to check for needle pierced through catheter.

Event description:
When inserting catheter while using it on a patient, I slightly removed it and reinserted it, and it went in 2/1 and it was stiff, so I took out medicut and found that the silicone part was damaged. Replaced with a new product and used it

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in catheter defective / damaged / deformed when inserting catheter while using it on a patient, I slightly removed it and reinserted it, and it went in 2/1 and it was stiff, so I took out medicut and found that the silicone part was damaged. Replaced with a new product and used it.